Manufacturer narrative:
The device was received by depuy synthes power tools. The reported condition of oil contamination and debris was confirmed. During service, it was noted that the device had oil contamination and debris. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Reporter from the USA requested routine maintenance for the device. During servicing "oil contamination and debris" was observed. The device was not used in surgery. No injuries or medical intervention was reported. If any add'l info should become available, this notification will be updated accordingly.